Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information, a supplemental report will be filed.

Event description:
Medtronic received information that during the coiling treatment of an aneurysm, this coil would not detach with an instant detacher. It was reported that the physician did not see any issue during detachment. While removing the delivery wire found that the coil was not detached. The physician tired many times but still the coil could not be detached so the physician removed the coil. No patient injury was reported as a result of the event.

Manufacturer narrative:
Additional information the device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found damaged and stretched, but still attached to the pushwire. The instant detacher and the proximal tip of the pushwire containing the tack weld replacement (twr) crimp were not returned. Additionally, the pushwire was found broken and jagged on the proximal end and found intact distal to the break indicator at the manual detachment location (via hypotube). During evaluation the implant coil was successfully detached from the pushwire by pulling back on the release wire. The instant detacher and the pushwire containing the tack weld replacement (twr) crimp were not returned; therefore, we are unable to definitively determine the cause of non-detachment. It is possible that the break in the pushwire at an incorrect location for manual detachment (via hypotube) may have contributed to the difficulty observed during detachment. All parts of the pushwire which could affect the detachment were found within specifications. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.